Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. The sensor was inserted into the abdomen on 11-06-2022. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.